Event description:
It was reported to philips that the device had an automatic restart error. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for the replacement of the dfm processor. It was determined that this was a malfunction of the processor for which a part was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.